Event description:
A barostim system was implanted on (B)(6) 2023 and programming was last titrated on (B)(6) 2023 and last interrogated on (B)(6) 2024, at which time the patient was feeling great with no stimulation felt and had an rrt date of (B)(6) 2027. On (B)(6) 2025, the patient was hospitalized with dizziness, shortness of breath, and vertigo. It was requested to interrogate barostim, but medications were changed, and the patient was discharged prior to barostim being assessed. In the opinion of the healthcare provider, the event may have just been related to vertigo but did not provide a definite root cause or rule out barostim contribution. A follow-up was not scheduled with the patient's managing physician.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h11. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2023 and programming was last titrated on (B)(6) 2023 and last interrogated on (B)(6) 2024, at which time the patient was feeling great with no stimulation felt and had an rrt date of (B)(6) 2027. On (B)(6) 2025, the patient was hospitalized with dizziness, shortness of breath, and vertigo. It was requested to interrogate barostim, but the patient was discharged prior to barostim being assessed. A follow-up was not scheduled by the patient with their managing physician.

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID # fc-001141.